Event description:
It was reported that a patient saw a call your doctor icon and an elective replacement indicator (eri) code. It was noted that the patient ¿just got a new battery a few months ago.¿ the patient saw the eri message four times in the past couple of weeks prior to the report, and it was noted that the message started 10 days ago. It was reported that the patient was still feeling stimulation. Two days later, it was reported that there was unknown battery depletion, the patient had the device implanted 10 months ago and the device battery was now low. It was noted that the reporter wanted the device analyzed to check for early depletion. It was reported that the patient would need the device replaced and would be scheduled for surgery. It was noted that there were no patient symptoms or injuries related to the event, and the patient suffered no injury or adverse event. A week later, it was reported that it had been ¿proven¿ that the patient needed a new device. It was noted that the patient was waiting for an appointment to see her surgeon. It was reported that the patient had pain in her foot and leg before the device battery had depleted, and the patient was having a return in pain symptoms starting two or three days prior to the report. It was noted that the device was on and at 3.6. It was reported that the device seemed to be slowly stopping before it depleted, and the patient would try to increase stimulation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis of neurostimulator model 37702 serial # (B)(4), showed no significant anomalies and was at normal end-of-life. Good stable output was seen on electrode pairs as received.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient was scheduled for implantable pulse generator (ipg) replacement on (B)(6) 2013. It was further reported that the patient had her ipg replaced on (B)(6) 2013. It was noted that the manufacturing representative was able to interrogate her explanted ipg and it had high daily usage (98%) and operated 2-4 programs. The patient was still using her spinal cord stimulation (scs), but it had an elective replacement indicator (eri) message displayed. It was also reported that the patient¿s new implanted ipg was reprogrammed and the patient was able to use her stimulator with good coverage of the patient¿s painful areas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.